Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient reported that the right atrial lead exhibited noise; this was discovered a year ago and that the physician had re-programmed the device to resolve the issue. She also stated that she was experiencing muscle stimulations once in a while. No further information could be obtained.